Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged a crack in the battery compartment and less than expected battery life according to the battery strength ¿bars¿ on the display screen. The reporter denied damage to the battery cap and stated it was last replaced more than 13 months ago. The reporter denied moisture or corrosion in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-mar-2019 with the following findings: a review of the pump black box data indicated no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked. The pump current draws measured within specifications. The battery indicator worked properly during testing. The complaint of a battery life issue was not duplicated during investigation.